Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold and loss of capture with no asystole. A new lv lead was implanted. No additional adverse patient effects were reported.